Event description:
It was reported that the patient underwent a MRI examination. Before the examination, the implantable neurostimulator (ins) was turned off. After the examination, the physician could not turn the ins on anymore. The ins had to be replaced. The patient was fine following replacement.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.